Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a check of the patient implanted with these leads, the right ventricular (rv) lead exhibited high and out of range pacing impedance measurement and intermittent capture at maximum output. A lead revision was then performed and upon opening the pocket found the right atrial (ra) lead insulation deteriorated and the cables exposed but the numbers were still good and there was no evidence of a fracture. The right ventricular (rv) lead was appeared to be filled with fluid but also no clear evidence of a fracture. The physician decided to surgically abandon the rv lead and remove the atrial lead. As the atrial lead was being extracted, it kept getting stuck requiring more force and eventually the lead tip got stuck in the vessel in the clavicle area and broke off. The physician elected to leave the tip in the vessel and implanted a new rv lead without issue, however when trying to position the new atrial lead, the rv lead became dislodged. The new ra lead was then removed and the rv lead was repositioned. There were no additional adverse patient effects reported.